Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for an scs trial system. It was reported, the patient had just been brought into surgery when she passed out and stopped breathing. It was reported, the patient was resuscitated after several minutes. The case allegedly was aborted at the point where the epidural needle was inserted. It was reported, the patient recovered and was discharged from the hospital 2 hours later. The physician stated, he believed the patient had an adverse reaction to the 220 micrograms of fentanyl that was administered. The physician plans to re-trial the patient in a couple of weeks.